Manufacturer narrative:
Investigation summary : upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 225cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. Ultrasound performed on (B)(6) 2021 indicated the left-sided deflation. As a result, the patient underwent removal and replacement with a 225cc mentor smooth round moderate profile prosthesis (catalog #: 3501630, left serial #: (B)(4)) on (B)(6) 2021. The patient dob was estimated as (B)(6) 1976 based on available information.

Manufacturer narrative:
On 15-jul-2021, the suspected medical device was returned for evaluation. On 28-jul-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold on the posterior view. Additionally, a tear measuring approximately 1.2 cm was found within the crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).